Manufacturer narrative:
The device was not returned. Two images were submitted for evaluation. The following visual inspection was based solely upon a review of the images provided. One image displayed a fluoro image of the hd grid catheter. The other image showed a hd grid catheter at its distal end. The hd grid catheter paddle splines were noted to be bent and twisted out of plane. No electrode damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported device entanglement and subsequent hd grid catheter paddle spline damage is consistent with damage during use.

Event description:
At the end of the procedure, when attempting to remove both the hd grid and his catheters together without fluoroscopy, they were stuck and could not be fully pulled out. Floroscopy was then used and revealed that the splines of the hd grid catheter had caught the his catheter. After carefully maneuvering both catheters and the sheath, they were able to detangle both catheters without any adverse effect to the patient.